Event description:
It was reported that the patient's drg leads were explanted for an unknown reason at an unknown date.

Manufacturer narrative:
Date of event is estimated. D6b-date of explant is unknown.

Manufacturer narrative:
Correction: corrected health effect - impact code to remove 4648 - insufficient information.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.